Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that rotaflow console gives the error message ¿head error¿ during patient treatment. No harm to any person has been reported. A getinge service technician investigated the affected rotaflow console with s/n (B)(6) and was able to confirm the reported "head error". The rfc (rotaflow console) power supply pcba (printed circuit board assembly) (articel number 701011675) has been replaced. After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "head error" was performed in the getinge life cycle engineering and the most probable root cause could be determined as a defect fuse f4 on the power supply board of the rotaflow console. The cause of the defect fuse f4 is probably outside of the rotaflow console. Based on the investigation results the reported failure "head error" could be confirmed. The review of the non-conformities was performed on 2021-10-28 and during the period of 2013-09-01 to 2021-10-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was manufactured in 2013-09-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that rotaflow console gives the error message ¿head error¿. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).